Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the stiffening wire became stuck in the PICC line during placement. The wire and PICC line were removed together from the patient, and when the physician pulled the wire out of the catheter, it began to unravel. A different PICC was placed in the patient. No part of the complaint device remained inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.